Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4 on a patient with prolapsed posterior leaflet. Two mitraclip xtw were inserted and deployed on the mitral valve. A third clip, a mitraclip ntw was then inserted. However, while attempting to place the third clip, echocardiography revealed a big space in the membranous septum, causing an atrial septal defect (asd) and torrential tricuspid regurgitation. In the physician¿s opinion, low tissue quality caused the asd, and that the clip did not cause or contribute to the asd. Multiple attempts to grasp the leaflets were attempted, and a decision was made to remove the clip. The third clip was removed from the patient. The procedure was completed with two clips implanted, reducing mr to a grade of 1+. The clips were noted to be stable on the leaflets. The patient was reported to be hemodynamically stable throughout the procedure. To treat the septum, the patient was transferred for surgery for an asd closure device. Post surgery, the patient was reported to be stable.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4 on a patient with prolapsed posterior leaflet. Two mitraclip xtw were inserted and deployed on the mitral valve. A third clip, a mitraclip ntw was then inserted. However, while attempting to place the third clip, echocardiography revealed a big space in the membranous septum, causing an atrial septal defect (asd) and torrential tricuspid regurgitation. In the physician¿s opinion, low tissue quality caused the asd, and that the clip did not cause or contribute to the asd. Multiple attempts to grasp the leaflets were attempted, and a decision was made to remove the clip. The third clip was removed from the patient. The procedure was completed with two clips implanted, reducing mr to a grade of 1+. The clips were noted to be stable on the leaflets. The patient was reported to be hemodynamically stable throughout the procedure. To treat the septum, the patient was transferred for surgery for an asd closure device. Post surgery, the patient was reported to be stable.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the cause of the reported atrial septal defect appears to be related to patient morphology/pathology. The reported inability to grasp the leaflets is likely a cascading effect of the atrial septal defect. The reported patient effect of atrial septal defect is a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.